Manufacturer narrative:
(B)(4). The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the neuro tip of the craniotome attachment device was bent/damaged and the bearing was damaged. It was determined that the craniotome bracket was damaged and the ball bearing fell apart. It was further determined that the device failed pretest for visual and cutter insertion assessment. It was noted that the temperature assessment could not be conducted. It was noted in the service order that the device did not work any more. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.